Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. There was no reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned